Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094600) on 10-jun-2020. The most recent information was received on 08-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), arthralgia ("systemic joint pain"), back pain ("back pain"), anxiety ("anxiety"), feeling abnormal ("brain fog") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2016. At the time of the report, the arthralgia, back pain, anxiety, feeling abnormal, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, back pain, fatigue, feeling abnormal, pelvic pain and weight increased with essure. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094600) on 10-jun-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), arthralgia ("systemic joint pain"), back pain ("back pain"), anxiety ("anxiety"), feeling abnormal ("brain fog") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the arthralgia, back pain, anxiety, feeling abnormal, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, back pain, fatigue, feeling abnormal, pelvic pain and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.